Manufacturer narrative:
Product was returned for evaluation. High resolution images were taken of the set screws and revealed that the set screws were never fully seated in the rod. Normal seating with full torque achieved is indicated by distinct witness marks. Of the set screws returned, two of the screws show very little contact with the rod and do not have the characteristic marks achieved by full torque. Based on the info provided, no reduction was done because the screw in l5 was too deep into the pedicle. It appears that the rod was not fully seated in all three bodies of the bone screw and consequently the set screws were unable to be fully seated as well. With improper reduction and seating of the rod, the set screw cannot achieve full seating. This would explain the set screws popping out when the tab were broken off. With pt activity and loading, micro-motion in the area of the construct with incomplete set screw seating would promote set screw loosening and potentially the other loosening of the side of the construct with inadequate rod reduction. The operative technique provides guidance for proper set-screw insertion and rod reduction for the treatment of spondylolisthesis.

Event description:
Based on the info provided pt went to doctor due to leg pain. The x-ray was taken showed two loose set screws. Surgery was performed. While inserting the new screw and set screw, the set screw came out. The pt is fine.